Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, drawings, instructions for use (IFU) and quality control (qc) have been conducted for the purpose of this investigation. The complaint device was not returned for evaluation. Based on the user testimony, the device leaked blood from the check-flo valve throughout the procedure. The IFU for this device gives a precaution stating that 'the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.' Per qc instructions for final inspection for check-flo valve assembly, states to 'confirm appropriate check-flo assembly has been used' and to 'confirm the security of fittings. Disc must be clean and free of debris and correctly positioned in cap.' Furthermore, the check-flo valves and captor valves are 100% tested for any leaks. Detection activities have been conducted. Without the complaint device available for evaluation, a definitive root cause is difficult to determine. The appropriate internal personnel will be notified of this event.

Event description:
A right renal stent procedure was being performed on a (B)(6) female patient with episodes of flash pulmonary oedema due to renal stenosis. The ansel sheath leaked blood out of the valve throughout the procedure . Even when the dilator from the introducer set was inserted, blood still oozed from the valve. It was difficult to insert the 018 wires through the oozing valve. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation.

Event description:
A right renal stent procedure was being performed on a (B)(6) yr old female pt with episodes of flash pulmonary oedema due to renal stenosis. The ansel sheath leaked blood out of the valve throughout the procedure. Even when the dilator from the introducer set was inserted, blood still oozed from the valve. It was difficult to insert the 018 wires through the oozing valve. The patient did not require any additional procedures due to this occurrence. According to the initial report, the pt did not experience any adverse effects due to this occurrence.